Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. This event occurred during use while the patient was connected. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number(s) s14d24014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.